Event description:
The article "two simultaneous triclip systems as a bailout technique" was reviewed. The article presented a case study, demonstrating the use of simultaneous deployment of two triclip systems as a bailout technique to solve partial leaflet detachment. The first triclip xtw implanted anterior/septal commissure resulted in chordal rupture. An additional triclip xtw was placed mid anterior/septal, but before full release of the triclip it detached from the septal leaflet. The triclip was held stable in place while an additional third triclip xt was advanced to the valve and placed mid septal/posterior. Both the second and third triclips were then deployed simultaneously. A fourth triclip was then implanted to further stabilize. Devices mentioned include triclip. The article concluded that use as a bailout technique is a feasible option to solve partial leaflet detachment. Moreover, the combined use of transesophageal echocardiography and fluoroscopy, along with coordinated team effort between echocardiography experts and interventional cardiologists, is of paramount importance.. [The primary author and corresponding author was manuel luna-morales at hospital universitario virgen de la victoria, instituto de investigación biomédica de málaga (ibima), málaga, spain with corresponding email *mlunam9@gmail.com*. The time frame of the study was not reported. The patient was a 66 year old female with the following comorbidities and medical history: severe functional tricuspid regurgitation and significant septal-anterior leaflet separation. Procedural complications included first triclip: chordal rupture, unexpected medical intervention second triclip: loss of leaflet capture, single leaflet device attachment, foreign body in patient and unexpected medical intervention.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on the limited information available from the article, the cause of the reported slda was unable to be determined. The reported foreign body in patient is a cascading event of the reported slda. The reported improper or incorrect procedure or method was due to the user implanting two devices simultaneously. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: two simultaneous triclip systems as a bailout technique